Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: proturn; guiding catheter: hyperion 6f. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during preparation to dilate a concentric, heavily calcified, 90% stenosed de novo lesion (2.8mm diameter x 15mm long) in the mildly tortuous distal left anterior descending (lad) coronary artery, a 2.5x12 rx traveler balloon dilatation catheter (bdc) was unpackaged and the protective sheath was removed without issue. The device was soaked in saline and prepped via air aspiration outside of patient anatomy prior to use. The traveler was then advanced over a non-abbott guide wire and into a non-abbott guiding catheter, and crossed the lesion with resistance felt against the lesion. During the 1st inflation, the balloon ruptured at 8 atmospheres after 20 seconds. The rx traveler bdc was withdrawn from the anatomy without difficulty. The lesion was treated with an non-abbott atherectomy catheter, followed by additional pre-dilatation with an unspecified 2.5mm balloon catheter. The procedure was successfully completed after an unspecified 2.75mm drug-eluting stent was implanted. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.